Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. These reported adverse events are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Linked with mdrs: 2029214-2020-00613. If information is provided in the future, a supplemental report will be issued.

Event description:
J korean neurosurg soc. 2020 mar;63(2):188-201.doi:10.3340/jkns.2019.0131. Epub2019oct29. ¿single centre experience on decision making for mechanical thrombectomy based on single phase CT angiography by including ncct and maximum intensity projection images ¿ a comparison with magnetic resonance imaging after non-contrast CT¿ myeong soo kim, gi sung kim. Medtornic received the following through literature review: 67 patients met the criteria. The mean age of the patients was noted as 71.1±10.9 years (mean±standard deviation) in the cta group and 67.0±11.5 years in the ncct+MRI group; 62% in cta group and 67% in ncct+MRI group were males. Reperfusion result of mtici =2b was 100% (34/34) in the cta group and 94% (31/33) in the ncct+MRI group, and the result of mtici 3 was 74% (25/34) in the cta group and 73% (24/33) in the ncct+MRI group. Baseline nihss score was 18.6±5.4 vs. 15.0±5.6, which improved to 7.2±7.4 vs. 8.1± 7.5 by the time of discharge. Favorable functional outcomes (mrs score =2 at 90 days) was reported as 68% (23/34) in the cta group and 60% (20/33) in the ncct+MRI group, with occurrence of three deaths in the cta group (cardiac problem1 and poor pial collaterals 2) and two in the ncct+MRI group (pulmonary problem 1 and ich 1). There were three cases of procedure-related complications (ich 2, sah 1) in only ncct+MRI group. Regarding clinical outcomes, although there were significant differences in baseline nihss there was no significant difference between the mrs in both the groups at 90 days.